Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not give the appropriate "test ok" message when performing defibrillation self test. The complainant indicated that there was no pt involvement in the reported failure.